Event description:
This device was replaced due to eri. There were no adverse events reported for the pt. The hospital retained the device. Should additional information be received, this file will be updated.